Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer programmed a bolus for a blood glucose (bg) value of 185 (mg/dl), and the pump recommended a bolus dosing of 185 units. The customer reported that the correction factor settings had been entered incorrectly by the user as 1u: 1mg/dl. During a follow-up call, the customer reported that the customer's health care provider changed the settings to 1u: 40mg/dl.

Manufacturer narrative:
(No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.)